Event description:
Additional information received reported that the patient was in the office on 2013-(B)(6)and had a few episodes of nausea and self-limited vomiting. It was noted that interrogation of implantable neurostimulator (ins) demonstrated that the generator had failed. It was noted that the patient was referred to surgeon for battery depletion. It was noted that the patient had a replacement on 2013-(B)(6). It was noted that the patient developed a good appetite after a couple of days. Additional information received reported that the battery depletion was expected due to high settings placed by the physician. It was noted that no abnormal battery depletions were observed.

Event description:
It was reported that there was noted that there was a malfunctioning gastric stimulator. It was noted that the subject¿s generator pack required a replacement. It was noted that the patient underwent surgical replacement. It was noted that the new generator was placed and the device was returned to the pocket. It was noted that the reported event was ¿hospitalization.¿ it was noted that the patient recovered without sequela. It was noted that there were no complications and the patient tolerated the procedure well.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Concomitant products: product ID 3550-06, lot # n248914, implanted: (B)(6) 2010, product type accessory; product ID 3550-02; lot # n246581, implanted: (B)(6) 2010, product type accessory; product ID 435135, serial # (B)(4), implanted: (B)(4) 2010, product type lead; product ID 435135, serial # (B)(4), implanted: (B)(6) 2010, product type lead. (B)(4).